Manufacturer narrative:
As part our investigation, while onsite the ess instructed the staff member to depress the air/water channel cleaning adapter for 30 seconds and to release for 10 seconds. The ess informed the staff why this step was important and what is happening during this step in the process. The ess inspected the air/water nozzle to check for any damage and was unable to see anything abnormal. Additionally, the ess observed the manual cleaning process in the decontamination room and noted that aspiration was not completed. The staff voiced that they do not do an aspiration step during the manual cleaning process. A medivators scope buddy for flushing was utilized. The customer uses a medivators dsd edge automatic endoscope reprocessor (aer) for high level disinfection, rinsing, alcohol flushing and to reprocess their scopes. The customer does not eto sterilize the scope. Recommended that the customer contact the manufacturer of that equipment for proper use. Emailed customer a the ess then performed a scope reprocessing and infection control in-service for the staff. The ess covered infection control information referenced in the user manual and reprocessing manual. Copy of the on-track forms. The subject device was not returned to olympus for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, the doctor reported the air/water channel was not spraying water from the air/water nozzle and across the objective lens. The nozzle would not touch the lens thereby leaving the lens dirty and hard to see during the procedure. The customer requested an in-service with an endoscopy support specialist (ess) and during the onsite observation it was noted that the scope was being improperly reprocessed. The ess observed that the scope pre-cleaning was not being done completely. During pre-cleaning, the air/water channel cleaning adapter was not being depressed once applied to the air/water cylinder. This report is being submitted for incomplete reprocessing. There was no patient infection reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the cause of the event could not be conclusively determined. However, the most likely probable causes are as follows: the legal manufacturer presumed that the staff at the facility was inadequately trained in device handling or reprocessing in accordance with the instructions for use (IFU). IFU (reprocessing manual) cautions the user against insufficient reprocessing: "1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." IFU (reprocessing manual) cautions the user against insufficient reprocessing on channels: "1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators." IFU(reprocessing manual) recommends to use the air/water channel cleaning adapter to prevent clogging of the aw nozzle: "to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." The legal manufacturer confirmed via the device history record that the device was shipped out, satisfying specifications.